Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The customer states that they observed smoke coming from the power cord of the cell-dyn 3700 cs analyzer. There was no report of fire or damage to the surrounding environment. No patient results were affected and no impact to patient management was reported related to this issue.

Manufacturer narrative:
(B)(4). A field service representative (fsr) replaced the power supply assembly, the vacuum pressure module pcb assembly, and the wbc flow cell assembly; these have all worn out from normal use. The instrument was return into an operable status. The power supply assembly, part number 9211682 and serial number (B)(4), was returned for investigation. The power supply assembly was investigated including visual inspection of the returned part showed that the voltage configuration was set up at 120v, 60jz, which is the default shipping setting. The interior of the power supply assembly was dirty; however, there were no signs of burning nor odor or burning smell observed with this power supply assembly. The 8 amp slow blow fuse was not installed on the power supply assembly and was not returned. It is possible that the pop sound reported by the customer was due to a blown fuse, which was then removed by the fsr. The power supply passed the required electrical testing. In conclusion, visual inspection and electrical functional testing determined that the power supply assembly had no indications of damage and was functioning properly. The smoke reported by the customer did not appear to have been caused by the power supply assembly. The cause of the smoke reported could not be determined. The issue is adequately addressed in the product labeling. A non-statistical trend (nst) review was performed and no nst was identified during the searched period. Based on the investigation, no product issue was identified for the cell-dyn 3700 related to the reported issue. No product deficiency was identified.